Event description:
Customer reports via phone during cerebral angiography procedure, the tip of the luer lock nut has broken off allowing the high pressure tubing to detach and spray contrast. Customer did not provide pt information, other than to say nobody was injured, all staff wears personal protection equipment.

Manufacturer narrative:
Root cause identified: no root cause cannot be identified since sample was not received for evaluation. Conclusions: device history record was reviewed and no discrepancies were found. Defect reported was not confirmed since sample was not received for evaluation. Corrective actions: this complaint will be filed for qa trends.